Event description:
It was reported that upon power up and prior to use, the display for the cs100 intra-aortic balloon pump (iabp) was not visible. The end user restarted the power supply three (3) times but the conditions did not improve. It was noted that after percutaneous coronary intervention (pci) was completed, the iabp unit was powered on again and the iabp unit display did not have any issues. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
After the event, the iabp unit was able to be booted up normally by the physician and the display was observed to be working properly . A getinge field service engineer (fse) evaluated the iabp unit and was unable to duplicate the reported issue. As a precautionary measure, the video receiver board and the display cable were replaced. All connections were confirmed and re-connected between the connectors. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that upon power up and prior to use, the display for the cs100 intra-aortic balloon pump (iabp) was not visible. The end user restarted the power supply three (3) times but the conditions did not improve. It was noted that after percutaneous coronary intervention (pci) was completed, the iabp unit was powered on again and the iabp unit display did not have any issues. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that upon power up and prior to use, the display for the cs100 intra-aortic balloon pump (iabp) was not visible. The end user restarted the power supply three (3) times but the conditions did not improve. It was noted that after percutaneous coronary intervention (pci) was completed, the iabp unit was powered on again and the iabp unit display did not have any issues. There was no patient involvement, and no adverse event was reported.